Event description:
It was reported that during the user of the device for a non-clinical activity, the venous occluder end cap was broken. This issue was found in between cases. The perfusion system still functions. There was no pt involvement.